Event description:
The manufacturer received information related to an everflo device. The allegation is a defective circuit board. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for evaluation. During evaluation, the service technician reports pca short circuit, sieves are clogged, inlet filter needs to be replaced due to preventive maintenance. The pca is also burned. The device will be forwarded to the manufacturer product investigation laboratory and investigated further. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.